Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and pocket stimulation. High thresholds, muscle stimulation and pocket stimulation were noted on the right ventricular (rv) lead. The lead was reprogrammed and revised to add slack to the lead. No further patient complications have been reported as a result of this event.